Event description:
The customer reported that the system's tube made popping sounds, ramped to maximum power, and the x-ray image went black. This event occurred outside a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was replaced. The generator and the filament were calibrated and an arc test was performed. The system was tested and found to be working as intended and put back into svc.